Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support and no issues were identified. Customer reverted to an alternate method of insulin delivery. Customer's blood glucose ranged from 306-340 mg/dl.